Event description:
Customer reported high blood glucose and requested assistance with changing the infusion set. The blood glucose reading was 598 mg/dl. Customer stated that she was going to contact her doctor. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.